Manufacturer narrative:
Report is for one (1) unknown guide sleeve. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. This report is for one (1) unknown guide sleeve. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a surgery for distal third tibial shaft fracture. During the surgery, the supra patellar outer protection sleeve kept detaching off of the blue handle while the surgeon was swiveling the blue handle back and forth, clockwise, counter-clockwise to get down to the bone. The silicon just seemed to have softened off on that and it did not actually lock into the system. When the surgeon turned the blue handle clockwise, the sleeve kept detaching off over the handle and in the bottom. That exposed the silicon to the reamer head as it was reaming. The reamer head tore off up on the silicon sleeve and might have been locked in there but not locked in the joint. The joint was clear. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) unknown guide sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.